Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 312 mg/dl after unannounced carbohydrate intake, with a confirmatory fingerstick of 303 mg/dl, and the device¿s correction algorithm was used; troubleshooting and education were provided, and there were no device alerts above 300 mg/dl for over 90 minutes. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention, no use of backup therapy, no ketone testing, and a return to target range with glucose at 159 mg/dl within the same day. Investigation included review of user report and standard technical support troubleshooting. Investigation of this case revealed no device malfunction and that the hyperglycemia was consistent with unannounced carbohydrate consumption. It was concluded that the event was user-related and cause of hyperglycemia was unclear relative to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.